Manufacturer narrative:
H10: a representative device from the same lot was received. Investigation is not complete.

Event description:
The customer contact reported a tubing separation. Prior to patient use, the tubing separated from the upper y-site. Though requested, no additional information was provided.